Event description:
It was reported that the workstation on the 9600+ system will boot, but the mainframe has no power. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the psi power supply and the generator driver pcb. The system was tested and found to be working as intended and placed back into service.